Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/17/2024. The pump was tested with the testing protocol for infusion flow rate accuracy. The initial bottle weight was recorded at 86.584 g before the 100 ml infusion, and 183.810 g after the 100 ml infusion, which has a total weight of 97.216 g and a deviation of -2.784 %. The pump is in range and is performing to specification, falling in the +- 5% range. The pump ran at a rate of 60 ml per hour and a vtbi of 100 ml, keeping the current customer's program settings and lowering the vtbi from 250 ml to 100 ml. The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power offs was found in the log. An abrupt power off can be seen below on event line 1 by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. Upon review of the event log there was no sign of an infusion being ran, but could have been erased from the log due to the power off found. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. We can not confirm that the patient had an adverse effect. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report from a healthcare facility received the pump had an issue of " pump - acts like it is running but is not infusing". It was also reported that the patient had an adverse event. Device was requested to be returned.